Manufacturer narrative:
Concomitant products: product ID 3998, lot# j0406222v, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type extension; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 37711, serial# (B)(4), product type implantable neurostimulator; product ID 37083, serial# (B)(4), product type extension; product ID 37711, serial# (B)(4), product type implantable neurostimulator; product ID neu_wrench_acc, lot# unknown, product type accessory; product ID neu_wrench_acc, lot# unknown, product type accessory; product ID 3550-29, lot# unknown, product type accessory. (B)(4).

Event description:
It was reported that they were unable to insert the extension into the implantable neurostimulator (ins) during a procedure. Additional information received reported that during the procedure, they were trying to unscrew the old extensions form the old battery, but they had difficulty getting the extension to come out of the header block. It was noted that they got a wrench and screw kit and did get them out, but it was ¿like the battery was holding everything together.¿ it was noted that the insulation and ¿everything¿ was falling apart on the extension tail and the extension broke in two. It was noted that the material between the electrodes were disintegrating and the tail end was cracking and falling off. It was noted that ¿part of the extension was cut¿ and the paddle lead was ¿left in the patient¿s body¿ because the physician couldn¿t remove it. It was noted that an impedance check was performed on (B)(6) 2014 and all was fine. It was noted that the patient was feeling stimulation at that time. It was noted that the patient¿s device was reprogrammed during the appointment and the patient was feeling good stimulation. It was noted that ¿a piece of the old extension was in the new battery as they tried to use the extension in the new battery.¿ it was noted that they were going to replace the extensions, but the same type of problem was encountered on the surgical lead tails that connect to the extension. It was noted that the patient would be referred to a neurosurgeon to replace the paddle lead and place a new battery. Additional information received reported that the patient had an upcoming appointment with a neurosurgeon. Additional information received reported that the paddle lead was replaced on (B)(6) 2014. It was noted that the patient had good stimulation. Additional information received reported that the new generator appeared to have part of the extension stuck in it. This information was previously reported in manufacturing report #3007566237-2014-01073.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. Analysis of the lead found the conductor of the lead body was broken (overstress/damage). Analysis of the extension (s/n (B)(4)) found the extension body was cut through and the product was segmented. Analysis of the extension (s/n (B)(4)) found the extension body was cut through and the product was segmented. Analysis of the wrench found no anomaly. Analysis of the plug found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had major surgery with their implantable neurostimulator (ins) that corroded inside their body and they had to have a new system put in. The reporter stated they are 66 years old the surgery left them with a huge recovery period. The reporter further stated they had nine back operations and has had their spine fused. It was noted the patient had an issue with the ins that was a major surgery and they were in hospital for 3-5 days. It was further noted the patient was in the operation for 3.5 hours. The reporter stated their healthcare professional (hcp) went to change the ins and they discovered the corrosion and when they went to unscrew the lead wire it felt apart corroded. The reporter further stated the hcp went up to where the paddle leads was located and there was the same issue of corrosion. It was noted the hcp closed everything and did not implant anything. It was further noted that a neurosurgeon was contacted and the patient had removal and implant of their new system on (B)(6) 2014. It was further noted that they took everything out and placed the ins on the patient's left side instead of the right because there "was so much damage on the right side." The reporter stated the system that was taken out was why the patient was having pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's first implantable neurostimulator (ins) was damaged. Additional information received reported that in (B)(6) 2014 the patient's ins was replaced and it was discovered the ins was badly damaged by their body. The reporter stated that the manufacturing representative or their healthcare professional (hcp) had never seen damage done to a device by the patient's body. The reporter further stated the device was corroded and the metal was falling off the lead. It was noted the patient had a replacement ins plus a pump. It was further noted the patient wanted to know what their body did to the ins because they felt like they had two ticking time bombs on their body. It was noted the patient had transferred to a new hcp and they had talked to their hcp about the issue. The reporter stated their hcp tried to disconnect the leads from the ins, but it was corroded and the metal was falling off the lead. The reporter further stated the whole system was removed. It was noted the patient had the new ins implanted on their left side. Additional information received reported the device was damaged and destroyed. It was noted the patient never turned stimulation off. The reporter stated the hcp went in on (B)(6) 2014 to change the ins and that was when they discovered all of the damage. The reporter stated the lead wire was a little longer so the hcp made the incision at the top centerof the patient's back where the paddles were located to see if they could extend the lead wire. It was noted that was when the hcp discovered that it was also damaged at the top where the paddles were. It was further noted the hcp closed the top, removed the ins, and closed the incision. The reporter stated the patient was then given an appointment with their primary hcp. The reporter stated they had lab work done and on (B)(6) 2014 they had surgery to remove everything including the paddle lead and scar tissue. It was noted the patient stated they went through hell and back and the pain was unreal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.